Event description:
As reported, a fracture was found on a 6f 100cm multipurpose (mpa) 2 infiniti diagnostic catheter immediately upon opening the package. The damage was identified after removal of the catheter from the sterile packaging during preparation. The fracture occurred at the body near the tip and resulted in a complete separation of the device. Another 6f 100cm mpa 2 infiniti diagnostic catheter was used to complete the procedure. No preparation steps were performed prior to observing the fracture. There were no reported injuries to the patient. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, a fracture was found on a 6f 100cm multipurpose (mpa) 2 infiniti diagnostic catheter immediately upon opening the package. The damage was identified after removal of the catheter from the sterile packaging during preparation. The fracture occurred at the body near the tip and resulted in a complete separation of the device. Another 6f 100cm mpa 2 infiniti diagnostic catheter was used to complete the procedure. No preparation steps were performed prior to observing the fracture. There were no reported injuries to the patient. A non-sterile cath f6inf tl mp a2 100cm 2sh device was returned for investigation, and visual inspection of the received unit during unaided eye examination found no abnormal conditions. A high-magnification evaluation of the brite tip/distal tip was also performed, and no abnormal conditions were observed. Overall, the unit did not present any damage or anomalies during either the visual or microscopic evaluation. The product analysis did not provide evidence suggesting the reported failure was related to the manufacturing or design process. The reported ¿brite tip/distal tip ¿ separated¿ was not substantiated because the returned device did not present with any damages. According to the device instructions for use, ¿to prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter.¿ based on the available information, the event was identified immediately upon opening the package; however, the specific handling during package removal was not described. Therefore, it cannot be determined whether the event aligned with or conflicted with that instruction. Visual and microscopic evaluation of the returned device did not identify damage or anomalies, and the product analysis did not identify evidence of a manufacturing or design issue. Accordingly, the exact cause of the event cannot be determined, and use-related factors cannot be excluded. Based on the available information, there is no evidence to suggest the reported event is related to manufacturing or design issues. Therefore, no additional actions will be taken.